Event description:
It was reported that 212 of the intermittent catheters were shaped different. Customer added that the tips were straight and shaped weird.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "machine error". It is unknown whether the device had met relevant specifications. The product was not used by the patient. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required because a review of the label could not have prevented this issue. The device was not returned.

Event description:
It was reported that 212 of the intermittent catheters were shaped different. Customer added that the tips were straight and shaped weird.